Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx80mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated at 14 atmospheres however the balloon ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. Inspection under magnification revealed that the balloon material was torn 34mm in length. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0mmx80mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated at 14 atmospheres however the balloon ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4).